Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l leaked. The following information was provided by the initial reporter: leakage through injection port.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l leaked. The following information was provided by the initial reporter: leakage through injection port.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0171276, d4: medical device expiration date: 2023-06-30, h4: device manufacture date: 2020-06-19. D4: medical device lot #: 0171274, d4: medical device expiration date: 2023-06-30, h4: device manufacture date: 2020-06-17. D10: device available for eval yes. D10: returned to manufacturer on: 2021-03-26. H6: investigation summary: four photos, three used samples (two from batch 0171276 and one from batch 0171274), 157 representative samples from batch 0171276 and 61 representative samples from batch 0171274 were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that the valve had moved. The representative samples were subjected to visual inspection and the injection leak test, all samples passed inspection and no abnormalities were observed. Upon visual inspection of the used samples, it was observed that the valve had moved towards the luer side. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.